Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11.

Event description:
The user facility reported to terumo cardiovascular that during vein harvesting procedure, they noticed a broken tip. As per the user facility, it was only the white plastic piece of the tip that was broken the metal portion of the grounding plates was still attached. No health consequences or impact. Product was changed out. Procedure completed successfully with 15 minutes delay.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: g3 (date received by manufacturer). G6 (indication that this is a follow-up report). H2 (follow-up due to additional information). H6 (identification of evaluation codes 11, 3331, 3259, 4114, 19). The affected sample was not returned; therefore, a thorough investigation could not be performed. However, a photo was provided that showed one side of the v-cutter was broken off. A retention sample from the same lot number was inspected to show no anomalies with the device and a fully intact v-cutter. During the manufacturing process, all vsp550 units are visually inspected and tested for functionality and performance along with inspection for v-cutter mechanism, prior to packaging. Based on review of past complaints, the cracked/fractured distal end of the v-cutter most likely resulted from excessive force applied to the distal end of the v-cutter during the procedure. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
New information was received from the sales manager for the generator setting, they used an approved valleylab force and the setting was in approved range. The setting was not modified during the case, the tip broke off, the v-cutter on the device, it was not repositioned. The bipolar cord was not connected and disconnected. A new harvester was opened harvester and it worked and continued with the case. Spot cautery was not used.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on april 11, 2025. Upon further investigation of the reported event, the following information is new and/or changed: b5 (describe event or problem - added new information), g3 (date received by manufacturer) , g6 (indication that this is a follow-up report) , h2 (follow-up due to additional information) . A second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusions code 11.)